Event description:
1 hour into dialysis treatment, the patient complained of itchiness and hives were noted on both lower and upper extremities and back. No benadryl was given and treatment was discontinued after 2 hrs of treatment, staff stated itchiness was better but redness still visible and patient was sent home. Patient will return on saturday june 8, 2019 and will be put on rexeed dialyzer, which was the dialyzer she was previously using. The physician stated they will give the patient a week rest and will try again next thursday (6/13/19) on elisio dialzyer again but will prime the elisio with more saline (1.5 l), as they already prime the elisio 25h with 1 l of saline. Patient was given aranesp 40 mcg, hectorol 1 mcg and iron 125 mg during treatment, which are not new medications for her. Dialysis treatment order: patient dialyzed 3.5 hrs, bfr = 500, dfr = 800. Heparin with 1000 units bolus and 1000 units/hr stop 1 hr before end of treatment. Additional information received 6/19/19: patient is doing good now with the elisio dialyzer, the staff is now priming with 1.5 l of saline and patient has not had any reactions during treatment. **** this is the same patient that had a reaction to elisio 6/4/19 (comp# 190050_mdr7)****

Manufacturer narrative:
(B)(4).

Event description:
1 hour into dialysis treatment, the patient complained of itchiness and hives were noted on both lower and upper extremities and back. No benadryl was given and treatment was discontinued after 2 hrs of treatment, staff stated itchiness was better but redness still visible and patient was sent home. Patient will return on (B)(6) 2019 and will be put on rexeed dialyzer, which was the dialyzer she was previously using. The physician stated they will give the patient a week rest and will try again next (B)(6) 2019 on elisio dialyzer again but will prime the elisio with more saline (1.5 l), as they already prime the elisio 25h with 1 l of saline. Patient was given aranesp 40 mcg, hectorol 1 mcg and iron 125 mg during treatment, which are not new medications for her. Dialysis treatment order: patient dialyzed 3.5 hrs, bfr = 500, dfr = 800. Heparin with 1000 units bolus and 1000 units/hr stop 1 hr before end of treatment. Additional information received (B)(6) 2019: patient is doing good now with the elisio dialyzer, the staff is now priming with 1.5 l of saline and patient has not had any reactions during treatment. This is the same patient that had a reaction to elisio (B)(6) 2019 ((B)(4)).